Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump received a change battery alarm four times. The patient's blood glucose at the time of incident was 3.6 mmol/l. The customer changed to a new battery and received a blank display anomaly. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with a blank display anomaly due to battery tube power connector not fully connected into connector. We were unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify operating currents and replace battery due to blank display. The insulin pump was received with minor scratched lcd window, case and keypad overlay.